Manufacturer narrative:
B5: describe event or problem - correction; g3 date received by mfg - addition information; g6 type of report - addition information; h2: additional information/ device evaluation - addition information.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for evaluation. An external visual inspection was performed and there was no damage. The allegation was not confirmed and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 02-13-2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.